Manufacturer narrative:
The prosa shuntsystem was returned dry, without liquid in a returnkit. The prosa was set to pressure range 19.5 cmh2o and the progav2.0 was set to pressure range 3 cmh2o. A visual inspection revealed that the valves had superficial bloody dried deposits but there were no other deformities. The investigation of the parallelism sowed no deviation from the tolerance. A penetrability test was performed at a hydrostatic pressure difference of approximately 30-40 cmh2o in the flow direction. The test results showed the prosa valve was non permeable and the progav2.0 valve was permeable. An adjustment test was carried out with the standard prosa checkmate and measurement tool. The prosa valve was adjusted from 0 up to 40 cmh2o and down again in the same way. It was found that the prosa valve could not be adjusted to any of the pressure ratings without any difficulties. To measure the breaking force, the valves were investigated with the braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. Checking the brake function of the progav2.0 valve has sown that the brake function was in place. The braking force was within the permissible tolerance. The computer controlled test was performed with a miethke computer controlled testing apparatus. The valves was tested by simulating a liquor flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in vertical and horizontal positon (per iso 7197). Distilled water was used as the test liquid. Because the prosa valve was not penetrable, a computer controlled test was not applicable. Based on the investigation, a non-permeability and non-adjustability of the prosa valve were found. The dry deposits are suspected to have cause the malfunction of the prosa valve. No further actions are required.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer, registration no. 3004721439). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Pending further information. Date of implant: unknown.

Event description:
Country of complaint: (B)(6). It was reported by the healthcare professional to the company sales representative "unsure of the reason for explant but, the dr. Has requested this be sent to (B)(4) for evaluation."